Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. An email sent to international technical services from (B)(6) on (B)(6) 2017 stated that they wanted a review on an episode related to minute ventilation oversensing. On (B)(6) 2017 a noise showed 20hz that lasted about 5 seconds and appeared to have no underlying rhythm so there was asystole and an escape beat appeared. Ts recommended turning mv off and performing patient resting to try and recreate the noise or abrupt changes in the impedance or any artifact on real-time paper while performing impedance testing with arm movements and device manipulation.the physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).